Manufacturer narrative:
The device was returned for analysis. The reported activation failure and product quality issue were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The stent delivery system (sds) was pressurized with warm water to dissolve the contrast build up. A proxy indeflator filled with water was connected securely to the luer of the sds. The indeflator was used to inflate the returned sds to check if the balloon would inflate. There was a leak noted at the connection of the proxy indeflator to luer of single arm. It is likely over tightening of the rotator device to the sidearm caused the noted cracks and subsequent leak identified during return analysis of the device. The cracks would have prevented the device to deploy the stent as expected due inadequate pressure. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a coronary angioplasty was performed to treat a lesion in the coronary artery. The 3.50x23 mm xience alpine stent delivery system (sds) was positioned; however, the shaft was noted to be defective; therefore, the stent could not be deployed and implanted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.